Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A member of the logistics team alerted zoll customer support on (B)(6)2014 that a (B)(6) male pt passed away. The pt passed away after midnight on (B)(6) 2014. The pt's death was cardiac related. The pt was not wearing the lifevest at time of death. A review of the pt's downloaded data reveals that the pt was treated on (B)(6) 2014 at 10:07:58 and 10:08:23. The pt was on his way to the cardiologist office at the time of the event. After review of the downloaded data, it was confirmed that the pt received one appropriate treatment and one inappropriate treatment. The rhythm at the time of the first treatment was ventricular fibrillation (vf) and the post-shock rhythm was severe bradycardia. The rhythm at the time second treatment was severe bradycardia and the post-shock rhythm was severe bradycardia. Oversensing of small artifact contribute to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt was taken to the hospital for further eval. The pt was to receive an ICD. The pt later passed away on (B)(6) 2014 in the hospital.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Monitor sn (B)(4) - reuse. Electrode belt sn (B)(4), manufacture date: 12/2009 - reuse.